Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at their rib/ thoracic area. A CT scan confirmed that there was a possible issue of not enough epidural space where the lead was placed. As a result the patient underwent surgical intervention on (B)(6) 2018 wherein a laminectomy was performed and the issue was resolved.